Manufacturer narrative:
Complaint conclusion: as reported, a 6f exoseal vascular closure device (vcd) was completely removed from the patient without any tension being felt, and no changes occur on the indicator window. There was no reported patient injury. There was no visual damage to the indicator wire prior to use, and no difficulty was encountered connecting the vascular sheath introducer with the exoseal vcd. No resistance or friction was experienced as the device was advanced through the sheath, and the sheath was not kinked or bent. The indicator wire cowling locked against the handle assembly, and an audible click was heard. The indicator window was facing up during retraction, and pulsatile flow was observed from the bleed-back indicator; however, the indicator window did not change at all. When the device was removed from the patient, no damage was noted to the indicator wire loop, and the device was not attempted to be deployed outside the patient. The device was used in an interventional procedure with a retrograde approach. Femoral artery suitability was verified on angiography, including a 30¿45 degree insertion angle, and the vessel diameter was confirmed to be at least 5 mm. The puncture site had no visible calcium or plaque, no stent near the puncture site, and no stenosis greater than 50%. The target femoral site had not been closed with any closure device or manual compression within 30 days prior to the procedure, and there was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site before exoseal vcd use. The user was trained to the device, and it was stored and prepped per the IFU. The device and packaging were inspected prior to use, and no damage was observed. One non-sterile 6f exoseal vascular closure device involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received fully depressed, while the guard was locked. The plug was not received for this evaluation, and the indicator wire was found retracted. Additionally, a 6f non-cordis catheter sheath introducer was returned inserted on the device. Finally, it was observed that the indicator window was received in the black/white/red position. No additional anomalies were observed during this visual analysis. The functional deployment simulation evaluation could not be performed, as the unit was received fully deployed. A high magnification microscopic evaluation was attempted to assess the indicator wire loop; however, since the indicator wire was received fully retracted, the indicator wire loop could not be evaluated for damage under high magnification examination. A high magnification evaluation was also executed to assess the internal mechanism, and during this analysis, no abnormal conditions were observed. The reported event of ¿indicator wire damaged loop¿ was not observed through analysis of the returned device, as the indicator wire was found fully retracted and the device fully deployed. There were no anomalies noted to the internal mechanism. The exact cause of the issue experienced could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to the indicator wire engagement event reported, unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿once the hub of the sheath introducer engages with the indicator wire cowling retract them together using one fluid motion until they lock into position against the handle assembly and an audible ¿click¿ signifies proper connection. The indicator wire will automatically deploy at this point. During retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device.¿ neither the product analysis, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a 5f exoseal vascular closure device (vcd) was completely removed from the patient without any tension being felt, and no changes occur on the indicator window. There was no reported patient injury. There was no visual damage to the indicator wire prior to use, and no difficulty was encountered connecting the vascular sheath introducer with the exoseal vcd. No resistance or friction was experienced as the device was advanced through the sheath, and the sheath was not kinked or bent. The indicator wire cowling locked against the handle assembly, and an audible click was heard. The indicator window was facing up during retraction, and pulsatile flow was observed from the bleed-back indicator; however, the indicator window did not change at all. When the device was removed from the patient, no damage was noted to the indicator wire loop, and the device was not attempted to be deployed outside the patient. The device was used in an interventional procedure with a retrograde approach. Femoral artery suitability was verified on angiography, including a 30¿45 degree insertion angle, and the vessel diameter was confirmed to be at least 5 mm. The puncture site had no visible calcium or plaque, no stent near the puncture site, and no stenosis greater than 50%. The target femoral site had not been closed with any closure device or manual compression within 30 days prior to the procedure, and there was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site before exoseal vcd use. The user was trained to the device, and it was stored and prepped per the IFU. The device and packaging were inspected prior to use, and no damage was observed. The device will be returned for analysis.